Event description:
Related manufacturer reference number: 3006705815-2019-02026.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02026. It was reported that a cerebrospinal fluid (csf) leak occurred while the physician was implanting a lead on (B)(6) 2019. The patient experienced a severe headache. A blood patch procedure was performed on (B)(6) 2019 to address the issue. Additional information was received that the patient¿s symptoms have resolved.